Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 22.5 unit bolus via the quick bolus feature despite having a max bolus limit of 15-20 units. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.